Event description:
It was reported by the sales rep that during an open total pancreatectomy, some staples on the both sides unformed at the 1st firing when the device was used on the duodenum. Some unformed staples on the cut line were protruded obviously. The staple height was blue. Reinforcement material was not used. Another device and other cartridges (staple height was gold) were used on the jejunum twice to complete the case. There were no adverse consequences to the patient.

Event description:
The staples were malformed throughout all the staple lines.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition; in addition a fully fired cartridge reload was received. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).